Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that the buttons are not responding when pressed. The patient also reported that buttons had delayed response and scrolled through screen quickly when pressed. The patient reported that the symbols were worn off the pump but there was no sign of damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump.